Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond along the right side. Further testing found the device was able to be calibrated. The probable cause of the customer reported not able to calibrate touchscreen was due to corrosion on the touchscreen from fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during start up prior to patient use the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.